Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient was dismissed from their practice due to their insurance not paying. The patient had to get a referral and the patient was scheduled for a refill on (B)(6) 2017. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 10-aug-2017 and it was reported that no diagnostics or troubleshooting were done. The pump was being filled with dilaudid (50 mg/ml) and the physician wanted to add ¿fenton¿. He decided to do a bridge bolus fearing there was still all drug in the pump tubing and catheter. His plan was to bring the patient back next week to confirm the pump was still operating normally. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 50 mg/ml dilaudid at 21.369 mg/day via an implantable pump for non-malignant pain. It was reported that the patient missed a refill because their previous doctor was unavailable. The patient was now at their managing hcp's office and when the rep interrogated the pump, an empty reservoir alarm was noted. Increased pain was noted. The event date was noted to be (B)(6) 2017. No further complications were reported.